Event description:
The duodenal tip of the stent appears damaged/jagged after placement. The pt presented with a large duodenal wall hematoma, directly adjacent to the tip of a damaged stent. The pt required percutaneous drainage of the hematoma. Stent remains in the pt for 2 to 3 months.

Manufacturer narrative:
The actual rpn and lot number of the device involved in this complaint was not provided. As the rpn or lot number were not provided; therefore, it is not possible to establish if there were any devices from the affected lot number in stock at the time of the complaint investigation. The device involved in this complaint was returned to cook ireland for evaluation, therefore, the customer complaint could not be confirmed and the cause of this complaint could not be conclusively determined. With the information provided a document based investigation was carried out. Prior to distribution, all biliary stents are subjected to visual inspection to ensure device integrity. A review of the manufacturing records for the clso device involved in this complaint report could not be reviewed as the specific rpn or lot number of the complaint device was unknown. The precautions section of the instructions for use instructs 'this device should not be left indwelling for more than three months or as directed by a physician. Periodic evaluation is recommended'. The stent remains in the pt for 2 to 3 months. No corrective action is warranted at this time. The 2 year complaint history has been reviewed and it is believed that the likelihood of this type of occurrence is rare.